Event description:
Rptr got a false negagtive result for the estrogen receptor antibody immunohistochemical staining procedure. The estrogen receptor antibody requires at least two hours on incubation. To avoid drying and to improve reactivity, the histotechnologist had adjusted the procedure to improve the reaction. Unfortunately, the computer program on the instrument does not permanently save the change as it appeared it had. Rptr was unaware and not informed during the manufacturer training that this change needed to be done every time we wanted to run the ER stain. The instrument is automatic and promoted by the company as a "walk away." The company indicated they knew of program problem but indicated that our employees were not trained sufficiently on operating the instrument.